Event description:
It was reported that customer experienced malfunction alarm on insulin pump, described by distributor as malfunction 16 code, with no blood glucose information available and no further event details provided. There was no reported impact to the customer¿s blood glucose level. Distributor noted that returned pump powered on, charged, and connected to computer without issues, historical records showed several malfunction 16 alarms in december 2025, fault code could not be confirmed, and customer received replacement pump while original pump was awaited for and underwent evaluation.